Event description:
Paramedics attempted to use the device to administer a defibrillator shock to a pt diagnosed in ventricular fibrillation. The device allegedly failed to charge. A backup defibrillator was made available and used to administer a shock to the pt. The pt was converted to a pea rhythm. The pt's outcome was not known. There were no adverse affects to the pt reported as a result of device use.